Event description:
No additional information at this time.

Manufacturer narrative:
Reportable event was unable to be confirmed due to limited information received from customer. Device history record (DHR) review was unable to performed as the lot number of the devise involved in the event is unknown, root cause was unable to determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product location is unknown . The investigation is in process. Once the investigation is complete, a follow ¿up MDR will be submitted. Concomitant medical products: item# unk/ unk liner/ lot # unk, item# unk/ unk cup/ lot # unk, item# unk/ unk stem/ lot # unk. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 -2019 - 04773.

Event description:
It was reported patient underwent hip revision surgery due to dislocation and instability. The surgeon removed and replaced the head and liner. Attempts were made to obtain additional information; however, none is available.